Event description:
A nurse reported they received an error message; one case was cancelled. There was no patient injury. No additional information is expected.

Manufacturer narrative:
H-10: a company service rep checked the system, found the shutter motor freezing while firing, and replaced the attenuater assembly. The system was then tested to specifications. Also replaced a cable as a precaution. Parts were returned for further investigation. Evaluation, including a root cause analysis, is in progress.